Event description:
See also MFR report 2032545-2008-07817. It was reported that while placing a bravo ph monitor, the capsule would not "deploy correctly". The capsule did not attach to the esophagus and fell off into the mouth. A second capsule was attempted, which also failed. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent, when the analysis is complete, and/or, when additional information is received from the hcp.